Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced blood glucose (bg) values in the 200-300mg/dl range. The patient reportedly felt irritable, had trace ketones, was hungry, not sleeping well and had occasional abdominal pain. The patient reportedly changed the infusion set, treated the bg by bolusing from the pump and also via correction injection and the patient¿s bg slightly came down. It was noted that the patient was having issues with the infusion set. The pump reportedly emitted a pump not primed warning due to the cartridge coming off the pump. The patient reportedly was lying on top of the cartridge and the cartridge compartment was found to be stripped at the top after the reporter performed a visual inspection. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event due to the damaged cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. There was no damage found to the cartridge cap or cartridge compartment. Cartridge cap is able to attach securely to the pump. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.